Event description:
According to the reporter, the device had a jaw issue. There was no patient injury. Medtronic's initial evaluation of the incident device found the knife was trapped between the jaws. Analysis of the product showed that knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a knife trapped in track and was unable to retract. Analysis of the product showed that knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. It was reported that the device had an unknown failure. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: eliminate tension on the tissue when sealing and cutting to ensure proper function. If information is provided in the future, a supplemental report will be issued.